Manufacturer narrative:
Conclusions: severely angulated neck >60degrees.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram, a large type IV endoleak was observed. The location of the type IV endoleak was shown is extended from main to the left distal iliac extension. The physician implanted another manufacturer¿s excluder cuff and it was lined with the proximal side and an endurant 16x16x124 was implanted to be lined with distal side as additional treatment. A slight amount of endoleak remained however, was decreased. No additional clinical sequelae were reported and the patient is being monitored. The physician stated that there was an unusual amount of type IV endoleak so that it would be related to device failure.

Manufacturer narrative:
(B)(4).